Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A b30 scope communication was present while testing the subject device due to a faulty cable unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that during his olympus hd autoclavable camera head was not producing an image and instead began displaying an error code and telling him to contact olympus during procedure preparation. According to the initial reporter, the intended procedure was completed using another camera with no patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. B30 is an error that occurs, when there is an abnormality in the communication between the camera head and the processor. The instruction manual identifies, the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force, when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor field performance for this device.